Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on leads. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred couple of weeks the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 5071015.